Event description:
Reporter alleged passing out and being taken to the hospital after obtaining a result from the blood glucose monitoring device. Reporter stated device result was 119 mg/dl and customer ate as well as dosed normal 23 units of insulin. Reporter stated later that evening passing out and paramedics were called. Reporter indicated paramedics device measured 17 mg/dl and customer was treated with oxygen prior to being transported to the hospital where no treatment was received due to improved condition upon arrival. Reporter indicated other treatment, type not provided, was received by paramedics as well. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent. Reporter indicated being unable to provide the test strip information used at the time of the alleged event due to the time frame in which the reported incident occurred.